Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The fse replaced the exhalation flow sensor to resolve the issue. Unit passed all tests. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported while performing annual pm, the vent was found to be out of tolerance during the air flow accuracy test. There was no patient involvement.